Event description:
Information received indicates when the brake is set the head end casters ratchet and the foot end caster are holding fine.

Manufacturer narrative:
The technician replaced the head end casters to repair the stretcher.